Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced sharp pains in the chest. Technical services (ts) consultant referred the patient to the clinic. As of this time, this crtd remains in service. No adverse patient effects were reported.